Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited far p wave over-sensing. Programming changes were made. Patient condition was stable.